Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. The balloon was found to be torn from the bond sites and the central area of latex was missing. No deterioration to the balloon latex was found. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon did not inflate before use. The balloon inflated normally during inflation testing; however, the customer inflated the balloon again before use but the balloon did not inflate. There were no patient complications reported.